Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/23/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unused unit within a sealed package from (B)(4), lot 9262427. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual/microscopic examination the unit revealed that a strand of hair was wrapped around the needle cover confirming the reported defect. This was physical/mechanical evidence to confirm and support a manufacturing/ packaging related issue for the reported defect relating to an operator error.

Event description:
It was reported that the iag bc pro pnk 20ga x 1.88in experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 392537. Batch no: 9262427. It was reported to me that on 11/27, in one of the bd catheters that was sealed and supposed to be sterile in the package has a long human hair inside. The package was not opened and there was no break in the seal but the hair was inside the packaging, wrapped around the catheter. Catheter type: bd insyte autogard bc pro 20 ga x 1.88in.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the iag bc pro pnk 20ga x 1.88in experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 392537, batch no: 9262427. It was reported to me that on (B)(6), in one of the bd catheters that was sealed and supposed to be sterile in the package has a long human hair inside. The package was not opened and there was no break in the seal but the hair was inside the packaging, wrapped around the catheter. Catheter type: bd insyte autogard bc pro 20 ga x 1.88in.